Event description:
It was reported that the right atrial (ra) lead associated with this pacemaker was explanted due to oversensing of noise. During lead explant, visual examination could not find a reason for the oversensing as the lead insulation appeared intact. This device remains in service. No additional adverse patient effects were reported.